Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 55-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a redo intervention after an implant duration of eight (8) years and ten (10) months due to degeneration. Reportedly, at explant the mitral valve leaflets were found to be thickened and rigid. A mechanical valve was implanted in replacement with no reported complication. The patient was noted as to be discharged home and doing fine after procedure.

Event description:
Edwards received notification that a 55-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a redo intervention after an implant duration of eight (8) years and ten (10) months due to degeneration. A mechanical valve was implanted in replacement with no reported complication. The patient was noted as to be discharged home and doing fine after procedure.

Manufacturer narrative:
Updated section b5, d1, d4 (model name), d4 (serial number), d4 (expiration date), d9, g4 (PMA/510(k) number), h3, h4 (device manufacturer date), h6 (device code) and h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The device was returned for evaluation. Customer report of degeneration was confirmed. X-ray demonstrated wireform intact; moderate calcification was observed on leaflets 1 and 3, and minimal calcification on leaflet 2. Extrinsic calcific deposits were observed on the surface of all three leaflets on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Suture holes were observed around the valve sewing ring. Multiple suture threads remained attached to the sewing ring. Sewing ring cloth was cut in multiple areas around the valve and exposed metal band.

Manufacturer narrative:
Based on further review, the manufacturer narrative was corrected to: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
E1. Reporter name and address. Address - line 1: (B)(6). Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 55-year-old patient with a 27mm perimount mitral valve of unknown model implanted in the mitral position underwent a redo intervention after an implant duration of eight (8) years and ten (10) months due to degeneration. A mechanical valve was implanted in replacement with no reported complication.